Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: bmc urology. 2014; 14 89. Doi: 10.1186/1471-2490-14-89 - (B)(4).

Event description:
It was reported via journal article: ¿title: pure intracorporeal laparoscopic radical cystectomy with orthotopic ¿u¿ shaped ileal neobladder¿ authors: antonio luigi pastore, giovanni palleschi, luigi silvestri, giuseppe cavallaro, mario rizzello, gianfranco silecchia, cosimo de nunzio, samer fathi al-rawashdah, vincenzo petrozza, antonio carbone citation: bmc urology. 2014; 14 89. Doi: 10.1186/1471-2490-14-89. Radical cystectomy (rc) with pelvic lymph node dissection (plnd) and urinary diversion is still considered the gold standard treatment for muscle invasive bladder cancer. A total of 30 patients underwent lrc with intracorporeal orthotopic neobladder reconstruction. During neobladder reconfiguration, the entire procedure was performed intracorporeally. The neobladder was irrigated to ensure a watertight closure; any leaks were secured with interrupted vicryl 2-0 sutures. Reported complications included wound infection (n-2) which was treated with antibiotics and bedside management, deep venous thrombosis (n-2) which required anticoagulation prolonged therapy, bowel ileus (n-1) which required conservative treatment, neobladder-urethral anastomosis leakage (n-1) which required prolonged bladder catheterization, utero pouch anastomosis stricture (n-1) which required double-j indwelling stent, chronic urinary retention (n-3) which required intermittent self-catheterization, pouchitis (n-1) which required antibiotics, vesico-urethral anastomosis stricture (n-3) which required endoscopic incision, and ileal pouch fistula (n-1) which required re-operation. It was concluded that pure lrc, with intracorporeal orthotopic ileal neobladder reconstruction, may represent a viable alternative to open radical cystectomy with a significant reduction in patient morbidity. Future large, randomized controlled trials with extensive follow-up are needed to confirm and update the results of this study.